Event description:
It was reported that the device would not recognize the syringe when putting the clamp on the syringe. No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "invalid syringe size." Functional testing involved power and syringe testing. The investigation was unable to duplicate the reported issue, all size and position readings were within the specified tolerance. The barrel clamp assembly was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.